Event description:
A 6f angio-seal vip vascular closure device was used to seal the femoral arteriotomy site post diagnostic heart catheterization. The pt was discharged. The pt returned to the emergency room the next day with bleeding in the groin and a large hematoma. A pseudoaneurysm was found. Manual compression and a femostop was applied for 2 hours. The pt was discharged the next day and was reported to be recovering.